Event description:
It was reported that the lightsource experienced on/off button on front panel pushed into device. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: power switch is deteriorated, due to poor contact of lamp, no light is emitted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: customer¿s allegation due to power switch is deteriorated. And for the newly identified malfunction mentioned above, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted.